Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2005 and an oburator sling was implanted. The patient experienced pain, bleeding, vaginal spotting, and the feeling of urgency to urinate. She was diagnosed with mesh erosion and the mesh was removed on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation concurrently with laparoscopic hysterectomy/ bilateral salpingo-oophorectomy, and anterior repair. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-02073 . The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005. It was reported that following insertion the patient experienced pain, dysuria, hematuria, extrusion, urinary/bowel problems, right groin pain, and bleeding. It was reported that the patient underwent mesh revision (pubovaginal sling and excision of exposed vaginal mesh) on (B)(6) 2012 due to abdominal pain, painful urination, mesh exposure, bleeding, and erosion. No additional information was provided. (B)(4).